Event description:
During a routine check of the bvs console, a battery run test lasted only two minutes before stopping. Hospital clinical eng found one battery cell reading low. Replacement batteries were sent. There have been no further problems.